Event description:
It was reported that " device inserted on (B)(6) 2024. Patient is male, age: 0, weigt: 0.6. Baby 600 grams intubated at birth. Arrived at the department under hfov (high frequency oscillatory ventilation) 100% defio2. At arrival, in order to do pulmonary samples and to insert a trachcare system to inject the surfactant, it was really difficult to remove the cobb from the intubation tube. Kocher clamp had to be used damaging the cobb. This took 10 minutes before being able to remove the cobb. No clinical consequences, the baby did not desaturate.".

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not reported by the customer. Device evaluation: the reported complaint 'cobb connector difficult to separate' could not be confirmed upon investigation of the returned sample. The customer returned the 15mm et connector without the main tube safety clear endotracheal tube for investigation. Visual inspection revealed no abnormalities on the et tube. The et tube met all the dimensional requirements. A device history record (DHR) review could not be conducted, as a lot number was not provided. Based on the investigation of the returned complaint device, no issues were found with the returned et tube. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Full UDI not available as the lot# was not reported by the customer.

Event description:
It was reported that " device inserted on (B)(6) 2024. Patient is male, age: 0, weight: 0.6. Baby 600 grams intubated at birth. Arrived at the department under hfov (high frequency oscillatory ventilation) 100% defio2. At arrival, in order to do pulmonary samples and to insert a trachcare system to inject the surfactant, it was really difficult to remove the cobb from the intubation tube. Kocher clamp had to be used damaging the cobb. This took 10 minutes before being able to remove the cobb. No clinical consequences, the baby did not desaturate."